Manufacturer narrative:
Root cause: plastic components were not strong enough to withstand the forces applied by the end user. Explanation: all components used in this device were initially plastic. Some components were changed to stainless steel, to improve durability. It should be noted that initially this event was determined to be not reportable. Upon re-review, it was decided that this should be reported. The returned device was visually inspected, and the event was confirmed. Device history records were inspected and no nonconformances or deviations were noted. The IFU was reviewed; there is no recommendation to 'hit' the teleport. Prior to the event, the device design was already changed to all- (B)(4). This device was released prior to changes in material.

Event description:
During surgery, physician hit outer handle to access bone, which caused the handle to break off.